Manufacturer narrative:
Concomitant medical products: product ID: (B)(4) lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were exhibiting oversensing. Oversensing of short interval counter was also noted.  Both leads were suspected for rubbing together. It was reported that the ra lead subsequently exhibited an atrial lead position check failure. The ra lead and the rv lead remain in use. No patient complications have been reported as a result of this event.